Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the rexroth valve was stuck. Additional malfunctions include the poppet kit for the valve was not shifting, the zip ties for the tubes were leaking, and the warm clamp for the tubes was leaking.